Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via social media of low blood glucose reading and low suspend from the insulin pump. The customer's blood glucose reading was 44 mg/dl.